Event description:
The peritoneal dialysis (pd) pt reported a m01-13 system error alarm during step 2 of setup on the liberty cycler. The pt re-setup with new supplies and was advised to refer to her pd nurse. The pt stated that she was in the hospital for 4 days with peritonitis. During a follow-up call, the pt stated that she had a cloudy effluent and was admitted to the hospital on (B)(6) 2012. The pt was treated with intravenous and intraperitoneal antibiotics.

Manufacturer narrative:
A clinical investigation was performed. Per the fmc associate medical dir, peritonitis is diagnosed in the presence of symptoms (fever, malaise, hypotension, abdominal paint, etc), and signs (leukocytosis, high the description of a thick, milky effluent, there are no other signs or symptoms of possible peritonitis. There is no history of device malfunction or cassette leaks. The device was not returned to the MFR for the reported symptoms and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the MFR. There were no deviations or non conforomances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specifications.